Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
New information received states another measurement of high threshold was observed on the right ventricular lead. The lead was explanted and replaced. The patent condition is stable before and after the procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported during a day after implantation, high right ventricular threshold was observed. It was suspected the cause was lead dislodgement. The lead was repositioned and electrical measurements were good. The patient condition is stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported during a routine follow-up, high right ventricular threshold was observed. The lead was repositioned and electrical measurements were good. The patient condition is stable.